Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The patient's medical history included uterine fibroids and gallbladder removal. Concurrent conditions included uterine bleeding, dysmenorrhea, bleeding menstrual heavy, dysmenorrhea, voiding difficulty, walking difficulty, cramp in lower abdomen, cholecystectomy, abnormal weight gain, dyspepsia, abdominal pain and left upper quadrant pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure cannula was placed in the right tubal ostia with four coils visualized and then the left tube was cannulized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful bilateral fallopian tube obstruction by essure contraceptive devices. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.